Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy solus double pigtail stent with introducer. The stent and guiding catheter were advanced through the endoscope into position for stent deployment. Once the stent was in position, the guiding catheter could not be removed from the stent. When attempting to remove the guiding catheter from the stent, the guiding catheter broke near the handle. The entire introduction system and stent were removed from the endoscope simultaneously, and another stent was used to complete the procedure. A foreign object did not have to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation. Evaluation: we were unable to confirm the report as it was described because the affected product was not returned to cook endoscopy for evaluation. We were unable to conduct a review of the device history record or conduct a sample test from this lot because the lot number was unable to be provided. After a review of the account ordering and shipping history, the lot number was unable to be determined. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is remote. Conclusions: we were unable to conduct a full investigation because the device was not returned for evaluation. A definitive cause for the reported observation was unable to be determined. However, we can provide the following comments: inadequate lubrication of the guiding catheter with a water soluble lubricant prior to advancement through the endoscope could have contributed to the reported guiding catheter removal difficulty. The instructions for use instruct the user to lubricate the guiding catheter with a water soluble lubricant before advancing through the accessory channel of the endoscope. This activity will aid in device preservation. If the introduction system receives excessive pressure during an attempt to place the stent, perhaps in response to resistance in removal of the guiding catheter from the stent, damage to the introducer such as guiding catheter breakage can occur. Prior to distribution, all solus stents sets are subjected to a visual, dimensional, and functional inspection to ensure device integrity. Corrective action: no corrective action warranted at this time because this report was unable to be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective further action is warranted at this time. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.